Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3149060. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture displaying material 38831214 was received for evaluation by our quality team. The picture sample showed a used product with the needle through the catheter. It is possible that this incident resulted during use of the product, when the 360-degree rotation is performed during the puncture, the catheter may have been pushed forward, causing it to transfix the catheter during puncture after re-cannulating. It is also possible that this incident resulted from product assembly, due to a failure in the vision system which allowed a transfixed catheter to be released to the customer. However, if this were to have occurred, the product would have been unusable upon delivery. A corrective and preventive action plan has been initiated for the defect of needle through catheter, to further investigate this issue and prevent any reoccurrence.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. 3 dates were provided by the customer ("date of incident: march 29, march 30 and april 2 of the current year") it is unclear which date belongs to this event. No response received for the event date clarification. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte needle pierced the catheter during insertion attempt. The following information was provided by the initial reporter, translated from spanish to english: at the moment of unclogging the catheter, the catheter was checked, and the mandrel was observed to be perforated by the needle. The ICU service reports an increase in cases of mechanical phlebitis. Was the reported incident detected before, during or after use on the patient? R/ before use on patient and in use on patient, generating phlebitis. Has there been any harm to the patient/healthcare professional? R/ phlebitis has occurred in the veins of a multi-punctured patient. - was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) for the moment no - has there been exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) for the time being no.